Manufacturer narrative:
Updated block: h6 the reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: b1, b2 and b5.

Event description:
Per clinical review: on (B)(6) 2021, the team experienced a problem with the heart lung machine (hlm) whereby a six inch roller pump display went blank, but the roller pump continued to spin. The procedure was completed successfully, with no blood loss or delay. However, the pump was changed out. The manufacturer's clinical specialist contacted the end user and confirmed that the pump was in the arterial position and the local knob control was still functional. The event had occurred shortly after going on bypass and before cross-clamping the aorta, so the clinical decision was made to change the roller head out due to the favorable timing.

Manufacturer narrative:
Per data log review: on (B)(6) 2021 there was no indication of what caused the display to go blank. Since the pump was still running, this suggests a possible display or display connection issue rather than a power issue. The field service representative (fsr) could not duplicate the reported complaint on the roller pump display. The fsr replaced the display to pump board cable and performed release testing. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the display to pump board cable to a lab use only (luo) roller pump and observed it to power on and run for an hour as it should. No display issues were observed.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump display went blank, but the roller pump continued to spin. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.